Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by an authorized service center. The unit was returned for "service", with no specific complaint. The service technician performing the routine service stated he "observed warping of the compressor box internally" and reported the cooling fan was not operating to specification. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit is being returned to devilbiss for evaluation. A follow-up report will be submitted should new information become available.

Manufacturer narrative:
Drive devilbiss evaluated the device and found that the thermal damage was not caused by a system induced failure and the thermal damage was limited to the compressor cabinet and compressor wire wrap. The unit also suffered some amount of mishandling that likely caused the board to be inoperable, which has been identified as the root cause of the unit failure. This resulted in the fan, rotary valve, and alarm system being inoperable. Since the alarm system was inoperable, the startup alarm sequence check would have alerted the user that the unit was not functioning properly, and the unit should not have been used. Once the board was repaired it was found that the unit had three recorded errors of high gas temperature which indicates the unit was likely operated outside the acceptable operating/storage temperatures which could have caused the thermal damage. Additionally, continual use of the unit outside of the acceptable operating/storage conditions after the board became damaged could have also led to thermal damage.